Event description:
Patient had three different medline temperature sensing foleys, all three fell out with the balloon deflated. Upon inspection all of the balloons were leaking. Manufacturer response for medline select silicone temperature sensing foley 16fr, medline select silicone temperature sensing foley 16fr (per site reporter) notified rep.